Manufacturer narrative:
Approximate age of device ¿ 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital for chronic driveline infection. The patient had history of prior revision. The pump was exchanged on (B)(6) 2018. No pump pocket infection was seen in the operating room. Cultures were collected. The driveline was to be re- tunneled to the opposite side.

Manufacturer narrative:
Corrected information: it was initially reported that a supplemental report will be submitted when the manufacturer¿s investigation is completed. The investigation findings will be reported in medwatch MFR report # 2916596-2018-03716. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not conclusively be established through this evaluation. The explanted pump will be evaluated by the manufacturer under the event associated with a driveline short-to-shield issue (reference medwatch MFR report # 2916596-2018-03716). Driveline, pump pocket, and local infection are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of the hmii lvas IFU. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.